Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found no signs of physical damage. The instrument is lubricated with krytox between the inner/outer running surfaces of the jaw tangs and clevis slots. The lubrication is not excessive and is considered an expected condition. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. There was no problem detected. There is a moderate bio debris on the knife track observed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following additional information: none of the white lubricant got inside the patient. The instrument was used approximately for two hours, as the problem only occurred towards the end of the operation. Once the issue was noticed, the instrument was then removed and replaced with a new vessel sealer instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the vessel sealer extend be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) had a mass of white lubricant leaking from the front of the vessel sealer in the joint section. The procedure was completed with no reported injury.